Manufacturer narrative:
This report is being submitted to correct the initial reporter facility name and email fields (e1) in section e, initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted beeping tones. A request was made to have data from this device analyzed. Data analysis showed that the low voltage was valid and the power consumption was increasing in a gradual fashion. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. And emitted beeping tones. A request was made to have data from this device analyzed. Data analysis showed that the low voltage was valid and the power consumption was increasing in a gradual fashion. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.